Event description:
It was reported that during a da vinci si surgical procedure the double fenestrated grasper instrument failed to work properly after putting the instrument on the robot arm. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was installed on an in-house is3000 system and the system showed the instrument was expired. Engineering was unable to drive the instrument on the system, but grips could be opened and closed when input discs were manually rotated. Engineering also found tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .170 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.